Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dilator was observed to be crooked during use on the patient. No patient injury, harm, or adverse health outcomes were reported. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed successfully following use of an alternative device.